Event description:
The user facility reported that the angio-seal vascular closure device could not be secured due to an issue with the arteriotomy locator. When the locator was inserted into the insertion sheath, the components did not snap together securely. As the locator and insertion sheath could not be properly assembled, the physician elected not to use the device. Hemostasis was successfully achieved using manual compression. The procedure performed prior to attempted device deployment was acute ischemic stroke intervention. A pre-deployment angiogram was conducted. The size of the ancillary sheath used was 8 french. No additional equipment or devices were used in conjunction with the product. The event occurred intraoperatively.

Manufacturer narrative:
The actual device is not available for return; therefore, an evaluation of the device could not be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).